Manufacturer narrative:
Other, other text: 07/21/2021 investigation completed on a smiths medical pressure monitoring/medex pressure infusion c-fusor completed. The complaint of pressure infuser defect: pressure not held as there was a gauge leakage during inflation was not confirmed. Device manufacturing leaves with 100% functional and tested product with out defect. The complaint is believe to occur after leaving and handling product during usage.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pressure infuser had a defect. There pressure was not held as there was a gauge leakage during inflation. There were no reported adverse events and no clinical consequences observed.